Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms in triad configuration. The device was reprogrammed to a different shocking configuration and the shock impedance measurements were subsequently normal. No adverse patient effects were reported. The lead remains in service.